Event description:
During a service visit, the customer reported an overinflated mattress. No injury was sustained.There was no sign of overinflation while the patient was lying on the mattress. Overinflation was observed after the patient left the mattress.The service technician identified the damaged inner tube of the AutoMatt (mattress base), described as 'cracked sensor connectors in the lower mattress'.

Manufacturer narrative:
The reported overinflation issue has been previously investigated, and the root cause was determined to be damage to the TPU tube (P/N NMB513), resulting in incorrect air circulation within the AutoMatt sensor pad. The TPU tube may fail over time due to the combined effects of material aging, the extruding force exerted by the silicone tube, and external bending forces encountered during mattress transport, handling, or storage.Previous investigations demonstrated that overinflation does not occur when a pathway exists for air to escape from the sensor pad. Air is released when the grommet membrane does not restrict airflow, through the punctured grommet membrane, and load is applied to the mattress.In the present complaint, the reported overinflation occurred when the patient was not on the mattress. This behavior is consistent with the known failure mode and previous investigation findings.To sum up, the Nimbus Professional mattress did not meet its specifications since the AutoMatt sensor pad was faulty. The overinflation condition was observed only while the mattress was unoccupied. No injury or adverse patient outcome was reported. The complaint was decided to be reportable due to the nature of the failure (AutoMatt overinflation).The device is distributed outside the US, and no GUDID information exists.